Event description:
It was reported that the evac suction line disconnected from the endotracheal tube. Pt was re-intubated.

Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.